Manufacturer narrative:
Findings: pump received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip. Unit received with cracked lcd window. Pump received with cracked case at reservoir tube window corner.

Event description:
It is reported that a customer has physical damage located on the reservoir compartment of their insulin pump. The patient's blood glucose level was 223 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.